Event description:
In 2005 a patient with elevated blood pressure and a history of severe anaphylactic/anaphylactoid reactions after exposure ot latex went to a hypertension specialist at a clinic. The subject was also known to suffer from "central sleep apnea". The physician attached a vsm medtech devices inc. Bptru non-invasive blood pressure monitor, model bpm-100 to the subject and set the monitor onto the 6 measurement cycle mode. The physician left the room and the monitor registered an error message. Patient waited 15 minutes for physician to return, which is the typical scenario when measuring blood pressure on 6 measurement cycling. Upon return the physician identifies the monitor failed to take the required 6 measurements and restarts the measurement cycle. According to the subject their first blood pressure has a systolic reading of 240. No diastolic reading is provided. After the 6 measurements are completed the physician indicates that the average systolic reading is 198 (according to subject). No diastolic reading is provided. Subject complains to physician about red welts on arm, which their felt were caused by the blood pressure cuff. The physician indicates that this is as result of their high blood pressure. (This is a not-uncommon side-effect of taking multiple blood pressure measurements on a subject with substantially elevated blood pressure. Subject informs physician that patient believes was having a (allergic) reaction to the blood pressure cuff. According to subject the physician was not immediately aware if the cuff included latex. Subject continues to comment that patient believed that was having a reaction to the blood pressure cuff and that patient felt that their lungs were becoming congested causing breathing difficulties. Subject reports that pt had seizure and was taken to the emergency room. Blood pressure was 250 systolic and 107 diastolic. According to emergency room report the subject was given medication, including epinephrine, as subject reported to have two seizures. A week later the subject contacted vsm. Medtech to report on the event that occurred. Customer service, regulatory affairs, engineering and medical director at vsm reviewed incident. Engineering confirmed that there is no latex present in any accessory of the bptru model bpm-100, including blood pressure cuffs. No other known allergenic accessories associated with bptru. Medical director at vsm reviewed reports provided by subject and reported that he believed that the redness of their arm, burning and itching were all likely due to the pressure from inflation, which was correctly done, causing the subject to become anxious that patient was having a latex-allergic reacti0n. This caused the patient to become anxious, possibly triggering the acute event.